Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and during an x-ray it was confirmed the lead was dislodged on the left ventricular (lv) lead. On (B)(6) 2023, the physician elected to cap and replace the lv lead. The patient was in stable condition.